Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 24 events were reported for this quarter. Product return status: 20 devices were received. 1 device was not available for evaluation. 3 device investigation types have not yet been determined. Additional information: 24 devices were not labeled for single-use. 24 devices were not reprocessed or reused.

Event description:
This report summarizes 24 malfunction events in which the device had a component detach. 22 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 24 previously reported events are included in this follow-up record. Product return status: 23 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 24 malfunction events in which the device had a component detach. 22 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had insufficient information received.